Event description:
It was reported that tip detachment occurred. A 200cm, 8cm v-18 control wire was advanced for treatment. However, it was noted that the tip was broke inside the patient. The device was removed. There were no patient complications reported. Patient was fine.

Manufacturer narrative:
Device evaluation by MFR.: the device was received. The guidewire was returned, and it was observed that the distal tip was detached in three parts. It is important to note that the three parts were returned. Under microscope it was observed that the distal tip was detached in three parts.

Event description:
It was reported that tip detachment occurred. A 200cm, 8cm v-18 control wire was advanced for treatment. However, it was noted that the tip was broke inside the patient. The device was removed. There were no patient complications reported. Patient was fine.